Event description:
It was reported by the customer that the patient came to the hospital for treatment of breast cancer. At 11:00 am on (B)(6)2023, it was found that the central venous catheter of peripheral intubation was permeated 2cm away from the puncture point, and a small hole was found on the catheter, which was immediately stopped and replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.